Manufacturer narrative:
Analysis of the pocket adaptor found no significant anomaly. It was noted the outer insulation of the adapter was melted. The adapter was electrically okay, but there were several breached and cosmetic melted spots in the outer insulation. Analysis of the implantable neurostimulator (ins) found the battery was at end of service (eos) or elective replacement indicator (eri) and longevity was not met. It was noted the cause of the longevity not being met was unknown. The ins was received in an eos condition. Destructive analysis of the ins found the battery depleted. No visual or electrical anomalies were found with the hybrid circuit. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. The first estimate done indicated an expected life of 4.04 years to eri and 4.29 years to eos. This estimate was based on the programmed parameters that the ins had when it was received for analysis. The actual impedance was not given. The calculator assumes 1000 ohms for one bipolar pair. The right side was in unipolar mode so the actual impedance would likely be less than 1000 ohms. A second estimate was done using 700 ohms for the right side and the expected life was 3.45 years to eri and 3.7 years to eos. According to the trace report taken from the ins, it reached eri in 1.45 years and eos in 1.79 years. The cause of the discrepancy between the actual and expected life of the ins could not be determined.

Event description:
Additional information received reported that the patient was never programmed in cycling mode. It was noted that the implantable neurostimulator (ins) was replaced and the patient was doing fine now. It was noted that the manufacturer representative would try to collect additional information tomorrow at the location of the event.

Event description:
It was reported that there was premature battery depletion. It was noted that it was suspected that there could be a problem related to the pocket adaptor. It was noted that the device was explanted and replaced. It was noted that reprogramming was done to determine battery depletion. It was noted that the issue was resolved. It was noted that the products would be returned. It was noted that the patient¿s parkinson¿s symptoms appeared due to the event and the patient was alive with no injury at the time of the event. It was noted that the device was implanted on the left side.

Manufacturer narrative:
Concomitant products: product ID: 74002, serial# unknown, product type: adapter. Product ID: 3550-29, serial# unknown, product type: accessory.(B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.